Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test and unexpected restart error test. The insulin pump had motor error alarm during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to verify compromised force sensor system alarm due to motor error alarms. Analysis was unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. Upon visual inspection, the insulin pump had moisture damage on the force sensor resistor. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 109 mg/dl at the time of incident. The insulin pump passed test during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.